Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure, there was a total loss in infusion pressure resulting in a globe collapse. The surgeon reported having noticed this issue frequently and that it usually happens when going from fluid to air, but also has been noted "just in fluid". Increasing the intraocular pressure control does not clear the line and the surgeon has to manually infuse balanced saline solution (bss) through an open port to regain pressure. Three attempts were made to retrieve additional information and a questionnaire was sent to the facility. After the last attempt, the clinic reported that they would not be providing any additional information as they need to investigate this issue further. This is the second of two reports being filed from this facility.